Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with no motor error alarm noted and passed the motor test. The insulin pump has normal operating currents during testing noted. No failed battery test alarm noted. The insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery tests. The insulin pump has cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.

Event description:
It was reported that the customer received a motor error and a failed battery test alarm. The customer's blood glucose level was 230 mg/dl. The customer was unable to complete the rewind sequence. He was advised to disconnect from the insulin pump and revert to a backup plan. The product was returned. Nothing further to report.